Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) system clock was slowly drifting and showing four minutes faster than when compared to a verified source. As mitigation, the time was manually set before the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical technician, the coin cell battery was replaced in march of 2024.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The srt compared the central control monitor (ccm) time clock using a calibrated service timer and the time clock on the ccm was set to match the service timer. For a duration of 12 hours, the ccm was turned on and off multiple times, and the ccm time clock was verified each time to be accurate within one second during the evaluation. The complaint could not be duplicated but the coin cell battery was replaced as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm clock remained reasonably accurate for 24 hours, losing one second versus a calibrated timer over that interval. It was determined that the observed change in time was not significant enough to match the drift indicated in the complaint. The coin cell battery voltage was measured and found to be 3.16 volts (v) which was normal.